Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci the universal surgical manipulator involved with this complaint to perform failure analysis. The reported failure of error 32097 was confirmed but not replicated during failure analysis investigation. In addition, failure analysis investigation reviewed the error logs/system logs and found error 31226 happening on the axes controller spar (acs) downstream along with error 32097. The unit was tested on an in-house system and failed in normal mode as error 31226 was triggered. The unit also failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error no longer occurred. The original rolling loop fiber was reconnected, and the error returned. The complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
It was reported that during a da vinci-assisted hemicolectomy procedure, repeated recoverable faults were received. Based on the claim against the product by the customer noting repeated recoverable faults, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) reproduced the reported issue and replaced the universal surgical manipulator (usm) to correct reported problem. After replacement, system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, investigation has not been completed as of this time. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during the procedure, repeated error fault on usm1 was experienced. The fse reproduced the recoverable fault on usm1 and replaced the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, repeated recoverable faults on universal surgical manipulator (usm)1 was observed. Error fault was cleared the procedure was completed with no reported injury. The customer received phone assistance from the technical support engineer (tse). The issue was reported after completing the procedure. Tse reviewed system event logs and confirmed the cleared error fault on usm1. Intuitive surgical inc. (Isi) followed up with the customer. It was indicated that the error fault was recurrent and confirmed that they completed the procedure with all 4 usm arms.